Manufacturer narrative:
(B)(4). The results of this investigation concluded cusp 2 contained two tears/incised defect. It is unknown how or when this damage occurred. Cusp 3 contained outflow thrombus and two horizontal folds. Numerous fungal hyphae were observed in all three cusps. No inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the tears, folds, thrombus or fungal hyphae were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2015, a 25 mm biocor valve was implanted. Approximately one year later, aortic stenosis was noted. On (B)(6) 2016, the valve was explanted and replaced with a 23 mm regent mechanical valve. The patient is reported to be stable post operatively.